Manufacturer narrative:
Device not being returned.

Event description:
It was reported that the patient experienced a skin abrasion under the cuff. The facility reported that they did not use anything between the tourniquet and the skin. There is no allegation that the device malfunctioned. Attempts to obtain further information have been unsuccessful.